Event description:
The customer called and reported receiving a power error on the insulin pump. The customer's blood glucose was 5.6 mmol/l. During troubleshooting, customer successfully programed a bolus into the air and bolus amount was recorded in daily history. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Power loss alarms were noted after the error per the long trace history file. Low battery alarms and power error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the power alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.